Event description:
Patient was receiving research chemotherapy with spiros closed male connector attached. Drug connected to patient's port, and 15-30secs later patient noted infusion leaking. Nurse observed leakage at the spiros connection site. Patient's hands and skin were cleansed with soap and water; blouse removed and bagged.